Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had no symptom improvement since implant. She was implanted for fecal but she was noticing since implant that she had to urinate more frequently. She felt stimulation in the correct area. Stim was increased from 0.7v to 0.9v. She had a follow up appointment planned for (B)(6) 2016. It was also noted that there was swelling by the implant. Additional information from the consumer reported that the patient had acid bile diarrhea and it was considered a sudden change in therapy/ symptoms. The patient took medication for it but it was worse than before. The patient increased stim from 0.4v to 0.9v then she decreased back to 0.7v; no change was noticed yet. She was seeing a gastroenterologist. The patient turned the stimulator off and was doing much better. She planned to work with her doctor to have the device taken out. Her indication for use was fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information received reported the patient continued to have acid bile diarrhea even though the implantable neurostimulator (ins) was explanted. It was noted they were sure the doctor didn't think the symptoms were related to the ins and the manufacturer representative stated it wasn't related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.